Event description:
It was reported that a revision procedure was performed due to a patient reporting pain stemming from screws backing out of a plate and bone. On (B)(6) 2014, the patient was implanted with one 3.5mm locking compression plate (lcp) proximal humerus plate, five unknown 3.5mm locking screws of varying lengths and 3 unknown 3.5mm cortex screws of varying lengths. On an unknown date, the patient reported pain and discomfort. A revision procedure was performed on (B)(6) 2014. It was discovered that the five locking screws had backed out of the plate and bone and caused a collapse of the humerus. All of the originally implanted hardware was removed, a hemiarthroplasty of the humerus was performed and the entire revision was completed successfully. There were no issues reported with the explanted hardware. No patient harm or surgical delay was reported. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.